Event description:
A malfunction was reported by the caller, identified as code 199 in tandem source, which indicated an issue with the pump. It was unclear if there was any impact on the customer's blood glucose level due to this malfunction. Technical support assisted the caller by providing pump reset information and guiding them through the reset process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue recurred.